Event description:
Revision surgery - due to the stem being loose. The surgeon removed the original head, sleeve and liner. He implanted a depuy revision stem, head and used a djo liner.

Manufacturer narrative:
The reason for this revision surgery was to remedy a loose stem. The implants were in the patient for 3 years and 7 months prior to revision. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there are no prior complaints against this part with failure mode pertaining to "device loosening". This is the first complaint for the lot# 055c1002. This investigation is limited in scope because the explanted products were not returned to djo surgical, and a definitive root cause cannot be determined. There are no indications of a product or process issue affecting implant safety or effectiveness.